Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm and prime anomaly on the insulin pump. Customer's blood glucose reading was 16.7 mmol/l. Troubleshooting for prime anomaly was performed. Customer advise insulin squirted out during the fill tubing process. Customer was unable to exit the load reservoir process as they changed out their infusion set. Troubleshooting for the motor error on the insulin pump was performed. Customer received four motor error alarms within a 30 day period and they were unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, primetest, excessive no delivery test and occlusion test or load reservoir and prime/fill anomalies due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window and cracked reservoir tube lip.